Manufacturer narrative:
The reported events of a helix mechanism issue and failure to sense were confirmed. Final analysis found that as received, a complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. X-ray inspection found the inner coil over torqued consistent with the procedural damage. After cleaning and applying the torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. Electrical testing performed did not find any conductor fracture but an internal short was found due to the inner coil over torqued in the connector region during the procedure. The cause of the reported events was isolated the inner coil over torqued in the connector region and the helix being clogged with blood/tissue.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited failure to sense and helix failed to extend. The patient was in stable condition throughout.